Event description:
It was reported by the rep that the (1) tlc55 was used during an unk procedure. It was reported that the instrument did not properly fire it's second reload. There was no consequence to the pt.